Event description:
The ge oec 9600 fluoroscopy system was reported to have an interconnect cable that would not plug into the mainframe.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the interconnect cable to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.